Manufacturer narrative:
Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker performed as expected. There was no audio issue. The reported problem was not confirmed. The device was found to meet inspection criteria and was returned to the customer.

Event description:
The customer reported that the speaker is defective; the speaker did not work. It is unknown if the device was in use at the time of the event. There was no adverse event reported.